Event description:
Same case as: 6000089-2007-00868. It was reported that post a coronary drug eluting stenting treatment procedure, a coronary artery bypass graft (CABG) occurred. Pt presented with st-elevation myocardial infarction (stemi). Percutaneous coronary intervention performed found an occlusion of right coronary artery (rca) and a subtotal occlusion of the proximal left anterior descending (lad). A 3.00x12mm liberte bare metal stent was placed in the rca. Two taxus liberte drug eluting stents, 2.75x12mm and 2.75x8mm, were deployed in the proximal lad. Treated with clopidogrel for 9 mos and continued on asa. Eight mos post the initial procedure angiography performed, due to crescendo angina functional class 3, identified a narrowing of the lad proximal to the taxus liberte stents and eccentric lesion in the distal rca. The pt was referred to hospital for CABG. During the next 14 days, the pt had pci performed. An unk taxus stent was placed in the proximal lad. One yr and eight mos post the initial procedure, the pt was hospitalized with anterior stemi due to stent occlusion in the proximal lad. Clopidogrel terminated 14 days prior to this hospitalization. The stent thrombosis was removed with the aspiration technique, followed by dilatation, and infusion of reopro. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.